Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board and screen cpu were replaced to resolve the issue. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported an error that results in a loss of mechanical ventilation during a case. There was no patient injury.